Manufacturer narrative:
The system was serviced in the field and failed to boot up properly and th batteries could not be charged. All of the batteries were replaced. The power enclosure and the power tray were also replaced. The power tray and power enclosure have been returned for analysis. However analysis has not been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was left unplugged and the batteries completely discharged and need to be replaced. This was reported outside of a procedure. There was no patient present. Additional information was received. It was reported that the system had been left unplugged for at least a month and that the batteries needed ot be replaced because they could no longer hold a charge.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 3 : s/n (B)(6) , ubd: unknown, UDI#: unknown h2, h3, h6: the returned power conversion enclosure was analyzed by a medtronic representative. It failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. The power conversion enclosure was faulty. Previously reported codes 10, 120, and 4307 are applicable. The returned power tray was analyzed by a medtronic representative. It was verified that the returned fuses in power tray tested good. The power tray was installed into a test imaging system. The system powered on, readied, charged and functioned as expected multiple times. Several 2d and 3d images were taken and motion calibration was successful. No problem was found while under test. Codes 213 and 67 are applicable, as is previously reported code 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.